Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 microcatheter was returned for analysis within a shipping box, and inside of a sealed plastic biohazard pouch. No guidewire, or implant coil was returned. Visual inspection/damage location details: no damaged or irregularities were found with the hub. The echelon-10 catheter body was found bent/kinked at ~85.7cm and bent at ~3.0cm from the distal end. The distal marker band was found to be visible and undamaged at the distal tip. No damage was found with the distal tip; however, the distal tip was confirmed to be heat shaped. No other anomalies were found. Testing/analysis: the echelon-10 microcatheter was total length was measured to be 152.5cm, and the usable length was measured to be 144.5cm, which were both found to be within specification. Water was able to flush through the microcatheter without any issues. No further testing was performed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodge¿ was unable to be confirmed, as the distal marker band was found to be in good condition and still intact at the distal tip; therefore, no possible cause was able to be determined. A few possible causes of ¿marker band dislodge¿ are but not limited to tensile failure, patient¿s highly tortuous anatomy, kink/damage in guide catheter/sheath, balloon guide catheter, guidewire/stents which may have contributed to resistance during delivery and/or withdrawal/resheathing process, hard clots/calcifications in the navigation tract which may snag the catheter, and/or catheter tip shaping. It was noted that the patient's vessel tortuosity was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lesion was a c6 segment lateral wall aneurysm. Vessel tortuosity was normal. Assistant's examination showed no damage to the marker band prior to entering the patient. The marker band was not detected on whole-cranial angiography. The location of the marker band is the tip marker. The procedure was completed with a new microcatheter of the same lot number and model.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during an aneurysm embolization procedure, the surgeon first shaped the echelon 10 microcatheter and then inserted it into the aneurysm cavity via a guidewire. A qc-4-8-3d spring coil was hydrated and then delivered into the microcatheter, planned to form a hoop. During spring coil delivery, the mark point at the microcatheter tip was found to be not visible. Upon withdrawal of the microcatheter, the visible point at the tip was found to have fallen off. It was replaced with the same model and lot number of echelon 10, and the subsequent procedure was successful with no adverse reactions from the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.